Manufacturer narrative:
Upon inspection, the hill-rom technician found a break in the linkage swivel portion of the slingbar of the lift. The cause is unknown at this time. Hill-rom has requested the account to return the slingbar for further investigation. No further information is available on the repair of the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating while lifting a patient. The slingbar failed and dropped the patient a few inches back onto the bed. The lift was located in the patient room at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom received the sling bar from the account for further analysis. The root cause identified is adhesive wear between article 901435261 and article 901435271, both made of stainless steel ss2346. The adhesive wear has over time reduced the material thickness of article 901435261 to the extent where even a very small load has led to a ductile failure. The adhesive wear occurs when the parts are rubbed against each other, for example if the sling bar is frequently swinging back and forth with load. A normal and intended use of the product will not cause the parts to be rubbed against each other in this manner, and will not lead to this kind of wear. The instruction guide for universal sling bar 7en160185 states: for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: check the screw and locking nut that attaches the sling bar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the sling bar link to resolve the issue. Based on this information, no further action is required.

Event description:
No new information since the initial report.